Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer reported that there was saline spill damage to the intra-aortic balloon pump (iabp), causing battery port #1 to be nonfunctional. This event occurred while the iabp was in use on a patient. No adverse event has been reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched and found that the battery module # 1 was not registering. The fse replaced the power slot interface. The fse also found foreign contamination in both battery slots and on the old power slot interface board. After replacing the board, the fse tested the iabp and returned it to the customer, cleared for clinical use.

Event description:
The customer reported that there was saline spill damage to the intra-aortic balloon pump (iabp), causing battery port #1 to be nonfunctional. This event occurred while the iabp was in use on a patient. No adverse event has been reported.